Manufacturer narrative:
The reported field of noise and inappropriate therapy was verified in the laboratory and it was due to an anomalous supply voltage. The signal was found to be oscillating. The oscillation was caused by an intermittent connection to the hybrid.

Event description:
New information states that the patient was fine after the procedure.

Event description:
It was reported that patient presented to the clinic after receiving an alert. Upon review, ventricular noise was observed. Intermittent capture was also noted. The clinic could not get access to the egm/episode tab to see if there were any shocks delivered. The hv therapy was turned off and the patient received an external defibrillation support life-vest. Subsequently, the ICD was explanted and replaced. No further information was provided.